Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found all five wires of the proximal coil fractured at 17 cm from the connector pin due to clavicular crush. The proximal and distal insulations were damaged through to the coil in this area. Insulation abrasion at 47.5 cm from the connector was also noted.

Event description:
It was reported that there was an insulation breech. An increase in ventricular threshold and a decrease in sensing was observed. Noise was reproducible with isometric movements. The lead was explanted and replaced.